Event description:
It was reported that the patient had a systemic infection requiring the removal of the bi-ventricular defibrillator system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis performed and no anomalies were found. Concomitant medical products: 694965, implantable tachy lead, (B)(6) 2004; 419388, implantable pacing lead, (B)(6) 2004. (B)(4).